Event description:
It was reported that the patient was revised using a tm glenoid on (B)(6) 2009. On (B)(6) 2011, another surgeon revised the tm glenoid for pain. The patient was revised to a hemi component and the glenoid vault was grafted with autograph bone and no glenoid component.

Manufacturer narrative:
Invesigation in process.